Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use which state: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual: precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories flush the air/water channel with detergent solution remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (problems related to reprocessing) was confirmed. This complaint is most likely the result of insufficient or incorrect reprocessing scope utilized. During inspection and testing the following was also found: the customer¿s complaint of foreign material in the channel was confirmed, this issue is most likely the result of insufficient reprocessing. A leak due to the clogged channel, a cut was found on switch #1, a dent on the distal end of the plastic section, chips at the edge of the objective lens, crack at the adhesive of the bending section cover, surface scratches at the insertion tube, the light guide tube buckles, dents on the scope connector, the knob play is out of standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they experienced problems during reprocessing following an unspecified diagnostic procedure, it was observed that foreign material is stuck in the channel. There were no reports of patient harm associated with this event.